Event description:
The reporter contacted lfs on behalf of the patient alleging that her one touch ultra meter was set to the wrong unit of measurement. The patient contacted the ER; however, she was advised to contact lfs. The patient neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the meter was previously set to the correct unit of measurement, and she had not recently changed the unit of measurement in the meter settings. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.